Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.00 x 48mm synergy xd drug-eluting stent was used, however; the stent was deformed. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 3.00 x 48 mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with stent struts in the mid stent region bunched distally and struts in the distal stent region lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple kinks along the length of the hypotube shaft. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined and tactile examination. No issues were noted. Examination of the hub and strain relief via scope did not identify any issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.00 x 48mm synergy xd drug-eluting stent was used, however; the stent was deformed. The procedure was completed with a different device and no patient complications were reported.